Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, and the cause was determined to be use related. One 4 fr s/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. Residue was observed on the external surface of the extension leg tubing and on the molded wing. Residue was also observed on the catheter between the wing and the 2cm depth mark. The catheter was received in two segments. There was a break in the catheter near the 18cm depth mark. The adjoining surfaces of the catheter were granular and elastic weakness was detected in the tubing on each side of the break. The tubing was split open near the 19cm depth mark. The edges of the splits were rough and granular and the catheter material surrounding the splits was lighter in color, which indicates that the material was stretched and strained. The observed damage is consistent with a break due to tensile stress. It was reported that resistance was noted during removal of the catheter. The catheter broke outside the patient during removal near the 18cm depth mark. Possible contributing factors of the resistance include fibrin sheath formation and venospasm. Regarding catheter removal, the product IFU states, ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿ a lot history review (lhr) of rebn0726 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when removing catheter, the first 18 cm were easily removed, but then became stuck. It was stated that when trying to pull out the rest of the catheter, it did not work as there was a lot of resistance. The patient was heated and received 5 mg stesolid p.o and a new attempt was made after 1 hour with the same result. The vascular surgeon was called and pulled the catheter with rotational motion despite resistance.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn0726 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that when removing catheter, the first 18 cm were easily removed, but then became stuck. It was stated that when trying to pull out the rest of the catheter, it did not work as there was a lot of resistance. The patient was heated and received 5 mg stesolid p.o and a new attempt was made after 1 hour with the same result. The vascular surgeon was called and pulled the catheter with rotational motion despite resistance.